Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they had some pain at their incision site, overall discomfort, found it difficult to bend/squat, and was itchy. They noted doing a lot of activity on (B)(6) and feels this may be what is causing this. The patient asked if the manufacturing company had a nurse available to speak with regarding these issues. As a result of what was reported, they were redirected to their healthcare provider's (hcp) office because a nurse was not on call. Two days later, patient mentioned a lot of pain at the incision site. They also reached out to their hcp over the weekend and was advised to take aleve. They were also told by their hcp to call the office on (B)(6) 2019 so the call agency advised the patient to reach out to the office. Later on that day, patient said they are going to the hospital, mentioned they were in a lot of pain, and has an infection. They also noted the device was going to be removed on (B)(6) 2019. On (B)(6) 2019, they noted they were in the hospital. No device issue was reported and no further patient complications have been reported as a result of this event.